Event description:
It was reported to st. Jude medical that the device presented with marked artifacts consistent with a metal fracture or make-break connection concurrent with each qrs complex. Multiple non-physiological deflections were reported with each qrs complex resulting in oversensing and several inappropriate shocks. The lead will be replaced due to oversensing of noise.